Manufacturer narrative:
Additional information provided in the section h.6 and h.11. No sample returned for evaluation. All batches are released according to the required specifications. A lot code would be required for review of the complaint history and the batch documentation. Retention sample inspection is not required for complaints of this nature. As insufficient information was provided for investigation, a conclusive root cause cannot be determined for the corneal edema, blurred vision, and toxic anterior segment syndrome complaint conditions. As no lot code or sample was received, no further risk assessment can be performed. A sample or lot code would be required for review of the complaint history and analytical test results prior to release associated with the reported product. Insufficient information provided for investigation or root cause of this complaint. No action is required. Monthly trend reporting for complaints was reviewed and no adverse trend was identified for the reported event code(s) for the product. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that an ophthalmic viscoelastic and handpiece was used during the cataract extraction with intraocular insertion with femto second laser surgery. During the first follow-up visit the patient did not have any problems. After the post operative fourteen day follow up the patient was diagnosed with tass (toxic anterior segment syndrome) with symptoms of corneal edema and blurred vision. The patient was on topical medication for the treatment. It was unknown whether the intervention was effective or not. The current outcome of the patient¿s conditions was not resolved. Additional information has been requested but is not available at the time of this report. This report pertains to two of the two different viscoelastic used for one of the two patients reported from the same facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.